Event description:
It was reported that after the surgeon implanted the intraocular lens (iol) into the eye, he found that the haptic of the iol separated from the optical surface of the lens on its own. Reportedly, immediately after the occurrence, the iol was removed and replaced with a new lens. No further information available.

Manufacturer narrative:
. Section e1: establishment name: (B)(6). Product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.